Event description:
It was reported that the user¿s ilet displayed a ¿dosing stops in 4 hours¿ alert when the pump was not connected to the dexcom g7 sensor, and an initial attempt to pair using a provided code resulted in a ¿pairing failed¿ message; after entering a new pairing code, the ilet began pairing successfully and the user was advised to call back if the sensor did not transition to warmup. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful re-initiation of pairing after correct code entry, with no hardware malfunction confirmed. It was concluded that the event was related to pairing failure that resolved with proper code entry, with no patient harm.